Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an implant procedure on (B)(6) 2016. During the procedure, the patient experienced an unprovoked complete heart block while the doctor attempted to deploy the sensor. In turn, the procedure was abandoned. The patient is in stable condition and no additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
After further review, it was determined the patient was released home following the abandoned procedure.